Event description:
It was reported that the procedure was to treat a moderately tortuous, heavily calcified, and eccentric distal left anterior descending artery. A 2.0 x 12 mm rx mini trek was advanced without resistance to the lesion and pre-dilatation was performed. During the second inflation, at 10 atmospheres, pressure started to decrease. The device was removed without resistance and a rupture was noted. The procedure was successfully completed by using a new unknown balloon catheter, and a xience prime was implanted. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - incorrect prep. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. It should be noted that the preparation for use section of the rx trek/mini trek cdc instructions for use (IFU) states: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, (repeat steps 5(1) through 5(6), if necessary). Otherwise, complications may occur. Based on the information reviewed, there is no indication of a product deficiency